Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer received the error message, "replace sensor," when scanning their adc freestyle libre sensor. On (B)(6)2019, the customer felt symptoms described as dizziness and had difficulty seeing. The customer presented to a point of care, where a blood glucose reading was performed and insulin (dose unknown) was administered for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the error message, "replace sensor," when scanning their adc freestyle libre sensor. On (B)(6) 2019, the customer felt symptoms described as dizziness and had difficulty seeing. The customer presented to a point of care, where a blood glucose reading was performed and insulin (dose unknown) was administered for treatment. There was no report of death or permanent injury associated with this event.